Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, anterior needle, link, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection revealed the posterior needle was undisturbed, indicating that it did not engage with the posterior cuff during needle deployment. The posterior cuff miss subsequently resulted in a failure to retrieve the suture. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent failure to retrieve the suture is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. (B)(4) - patient selection.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, no suture was present. The physician rewired and removed the proglide device. A second proglide device was used and changing his angle hemostasis was achieved with the second proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.